Event description:
Dose or amount and frequency: gammagard: infuse 30gm (300ml) intravenously daily for 2 days every 4 weeks. Unsolicited: patient's nurse is stating curliin pump (serial: (B)(6) maintenances due: unknown) is showing "error system time out" despite her restarting and replacing battery. She cannot get the message cleared. Pharmacy to replace pump. Pharmacist advised nurse to infuse via gravity. Nurse confirmed she was able to successfully infuse via gravity. No adverse event reported due to product issue. Pharmacist confirmed it was internal lithium battery. Product available for return. No other information provided. Reported to (B)(6) by: health professional.